Event description:
The following was reported by the attorney for the patient: on (B)(6) 2007 - patient underwent repair of hernia defect with ventralex hernia patch. On (B)(6) 2010 - patient underwent explant of ventralex hernia patch. At this time, the patient required small bowel resection due to the ventralex hernia patch adhering to patient's bowels. The attorney alleges the patient continues to experience abdominal pain and discomfort. The patient has suffered and will continue to suffer physical pain, harm and serious and permanent injuries.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. The attorney report indicates the patient underwent repair of a hernia with ventralex mesh on (B)(6) 2007. Nearly three years post implant the patient underwent excision of ventralex mesh. The attorney reports note the mesh was adherent to the patient's small bowel requiring a bowel resection. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. Medical records have not been provided at this time and no sample was returned for evaluation. With the currently available information, no conclusion can be drawn at this time.